Event description:
Pt had diagnostic heart catheterization that went into intervention/stent of the (rca). After cannulation successful, luge 185cm guidewire advanced to (rca) past lesion to the distal of the (rca). Predilation was done with 2.5 x 28mm pixel and zeta stent was deployed to the (rca) proximal lesion. The stent cath was removed, dr was unable to remove the luge guidewire. The predilitation balloon cath was then inserted over the guidewire in hopes to dislodge the guidewire out of the (rca). Dr removed the dilation cath and guidewire ftom the pt. It was noted on visual exam that the tip of the guidewire was missing. On angiogram of the (rca). The wire was noted in proximal of the (rca) and remains in the (rca).